Event description:
Boston scientific crm received info that after the pocket was closed, this dextrus atrial lead dislodged. Therefore, the pocket was re-opened and the lead was successfully repositioned. No pt symptoms were reported. The lead remains actively implanted, and no other adverse events have been reported. This issue will be re-evaluated if add'l info is received.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore, based on the inspection of the quality documents accompanying this particular device. The mfg process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the mfg process, which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device mfg.